Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was in the 300 mg/dl range and boluses via the pump were delivered to address the bg level. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer was to change out the infusion set site.